Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon attempted to cauterize and the device could not work despite disconnecting and reconnecting the cautery cord. A new device was opened and worked. The pt was reported to be fine.

Manufacturer narrative:
(B)(4).